Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer passed away. The customer was driving (B)(6) when he was in a car accident in (B)(6). Customer's father in law stated the customer was not driving. Customer's blood glucose at the time of death was unknown. Unknown what was the last recoded blood glucose on the device. Customer was wearing the device before passing. Customer's father in law does not have the device. Customer's father stated the device might be smashed since customer was pinned under the car. No further information reported.